Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the atrial and ventricular noise was recorded and displayed on stored egms. No adverse consequences to the pt other than inappropriate mode switching for a few seconds and loss of biventricular pacing during noise reversion. The atrium is programmed to auto sensitivity and crossings of the max sensitivity is what is causing the atrial noise reversions. The lead remains implanted.